Event description:
The pt reportedly experienced poor external headpiece retention. In 2004, the pt reportedly underwent skin flap revision surgery. During the operation, fascia and muscle were removed. The pt's device remains implanted.